Event description:
On 11/24/2007 the patient reported that in 2007, his infusion device shut down without warning and his blood glucose elevated to 360 mg/dl and he had a headache. He stated that "777" was displayed on the screen. He stated that he was using a corrected power pack that had been in use for 1.5 weeks. He stated that the power packs normally last 4-6 weeks. He was away from home at the time of the incident and did not have replacement power packs to insert into the infusion device. He used insulin injections for 2 days to control his blood glucose. When he returned home he inserted a new power pack and the infusion device functioned properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.